Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture was received on october 28, 2024 with lot number 2932312. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported rupture. Additional report of "any creases". This record is for the left side. Device was explanted.

Manufacturer narrative:
Corrected data: b.5, b.6, d.6b, h.6